Manufacturer narrative:
(B)(4). If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported peritonitis problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of the peritonitis was a use error, which was described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be filed.

Event description:
It was reported that a patient experienced peritonitis, due to a break in aseptic technique. The break was described as patient made a mistake during peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. Eight days later, the patient began treatment with fortum (250 mg, route and frequency not reported), amikacin (250 mg, route and frequency not reported) and vancomycin (1 g, ip, frequency not reported) for the peritonitis. The patient was recovering and the peritonitis was resolving. No additional information is available.